Event description:
(B)(4) - per patient-error system fault unrecoverable fault alarm 41622 103 error.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the sticker seal was missing. Review of the event history log showed an occurrence of a "system fault 41622" error. Functional testing was not able to duplicate the reported issue, but error code "41622" was found in the device information folder. The investigation determined that a defective cam flex circuit sensor was the cause of the reported issue. The cam flex circuit sensor was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: b1 updated, d4 model number should be null

Manufacturer narrative:
B5: additional information received on 18-aug-2022 via email and attached in complaint object: eevent occured while in use with the patient; the event occurred at the patient home; no injury was reported; the event was not reported to FDA. H6: event problem and evaluation codes: updated. H10: device evaluation was completed and the results were reported in rr-50080-001 report. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4: correction: model number: 2120.